Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that ineffective stimulation issue was observed. Patient had recent falls however no new pain was reported. Lead revision procedure was completed on (B)(6) 2019 where the lead was repositioned to address the issue. Lead remains implanted. There were no complications during the surgery. Patient was stable.

Manufacturer narrative:
Please retract this manufacturer report number 1627487-2019-05570, the same issue was previously reported as manufacturer report number 1627487-2019-10568.